Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8978-cp internal brace kit was missing one of the 2.0 fiberloop. This was discovered during a case with no patient effect. Delay in procedure greater than 15 minutes. Surgeon brought in x-ray to check that the missing needle was not lost in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue. (B)(4) has been open to address this issue.